Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "heating up" during testing prior to surgery. There were no delays to any scheduled surgeries. There were no injuries reported. There was no additional information provided.